Event description:
"The customer stated: the # 10 blades in the total knee packs are breaking apart when putting them on the handle. Neither patient injury nor medical intervention has been reported."